Manufacturer narrative:
Model number/catalog number: 72404155, serial number null batch/lot number 566608011 , model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to fluid leak from an unidentified part of the device. A replacement surgery was performed in which the existing ipp was removed and a new ipp was implanted. The patient did not experience any further complications. No more information was available through the physician. No more information available at the moment. Should additional information become available, it will be provided.